Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 28-jul-2017 indicating the clinical diagnosis was 'nidus' further defined as a place or point in an organism where a germ or other organism can develop or breed. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 4.5 mg/ml at 1.6693 mg/day, clonidine 135 mcg/ml at 50.08 mcg/day, and bupivacaine 2.5 mg/ml at 0.9274 mg/day via an implantable pump for failed back surgery syndrome and postlaminectomy pain. It was reported laboratory testing resulted in the clinical diagnosis of sepsis meningitis on (B)(6) 2016 and surgical observation of purulent fluid at pump pocket on (B)(6) 2016. The patient was admitted to hospital with an altered state and signs and symptoms of meningitis. A lumbar puncture was performed which did reveal staphylococcus lugdunensis bacteria. An exam of the pump sight did not reveal any signs of abscess around the pump area other than minor tenderness. A cautious decision to explant the system was made in case the pump was the source of nidus or infection. At time of dissection of the pump pocket, purulent fluid spilled out. As intervention, the pump and catheter were explanted/not replaced on (B)(6) 2016 and was disposed of according to biohazard instructions resulting in in-patient hospitalization/prolongation of existing hospitalization/emergency room visit. The seriousness was noted as 'resulted in a life-threatening illness or injury'. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.